Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. The electrode belt sn (B)(4) has been returned and the evaluation is underway. The device flag data from the last download ((B)(6) 2021) does not indicate any device malfunction. The review of the data indicated that the device powered on normally and was able to acquire the patient's ECG signal on the last day of use captured in the data download. No deficiencies alleged. Device manufacture date: monitor 08/05/2020; belt 05/22/2020.

Event description:
A us distributor contacted zoll to report that a patient passed away in the hospital while wearing the lifevest on (B)(6) 2021. Per clinical review of the continuous ECG recording, the device was started up at 20:36:47 on (B)(6) 2021. An arrhythmia was detected at 00:44:02 on (B)(6) 2021 while the patient was in sinus rhythm at 60 bpm with pvc's, degrading to vt at 210 bpm. The patient's rhythm degraded to vf with motion artifact, before slowing to vt at 130 bpm with motion artifact. The lifevest properly detected the vt/vf arrhythmia, however motion artifact and a heart rate that was varying below the physician prescribed treatment threshold prevented the lifevest from delivering a treatment. The patient was in vt at 120 bpm at 00:46:56, which degraded to asystole. The patient was in asystole with CPR/motion artifact until 00:53:58, when the patient's rhythm transitioned to an idioventricular rhythm at 30 bpm with CPR/motion artifact. At 01:15:36 the patient was in bradycardia at 50 bpm with motion artifact, which degraded to asystole. The patient's rhythm returned to bradycardia at 01:16:09. The patient was in af/sinus bradycardia/an idioventricular rhythm from 40 to 70 bpm with CPR/motion artifact from 01:16:09 until 02:21:55. The patient's rhythm transitioned to vt at 130 to 150 bpm at 02:23:22. The lifevest properly detected the vt arrhythmia, however a heart rate that was varying at or below the physician prescribed treatment threshold prevented the lifevest from delivering a treatment. The patient's rhythm then transitioned to sinus bradycardia at 30 bpm at 02:25:11. The patient was in sinus bradycardia/sinus rhythm from 30-60 bpm from 02:25:11 until the rhythm degraded to asystole at 05:45:11. The patient was in asystole until the device was shutdown at 07:46:32 on (B)(6) 2021.